Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. The customer did not provide the symptoms regarding low blood glucose. The customer was treated for the high blood glucose and then after half hour later blood glucose was 59 and then 117 mg/dl. The customer declined troubleshooting for low blood glucose level. The insulin pump was not returned for analysis.